Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component (rlt231412j/16270489) was advanced on the left side and deployed just below the left accessory renal artery, and a contralateral leg component was deployed on the right side. Procedural imaging reportedly showed that the proximal portion of the contralateral leg component was slightly tilted toward the ipsilateral leg. The physician elected to place a 14mm non-gore manufactured stent in the ipsilateral leg for radial support. The slight tilt of the contralateral leg component was resolved. However, final angiography revealed that left internal iliac artery was unintentionally covered which resulted in no blood flow to left internal iliac artery. The reason for the obstructed vessel is not known. The procedure was completed without further treatment for this issue.